Event description:
Baxter reports "air was infused into the abdominal cavity due to the crack on the cassette sheet at the top of the volcano valve". Noted after use. No pt injury per baxter affiliate.